Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, after the t2 of the ultra fast-fix was implanted, cannot withdrawal. In consequence, the t2 had to be removed with tweezers. The procedure was completed without significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the anchors and suture were not imaged with the device. The actuator was fully triggered. No physical damage visible to the imaged device. A visual inspection revealed the anchors and suture were not returned with the device. The actuator was fully triggered. No physical damage visible to the device. A functional evaluation revealed the actuator functions as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery, after the t2 of the ultra fast-fix was implanted, it could not be withdrawn. In consequence, the t2 had to be removed with tweezers. The procedure was completed without significant surgical delay using a s+n back-up device. No further complications were reported.